Manufacturer narrative:
Study title: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis (china q study). Type of study: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis. Protocol number: (B)(6). Site number: (B)(4). Subject number: (B)(6). Subject initials: privacy. Study sponsor: baxter clinical. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain, abdominal fullness, slight abdominal muscle tension, rebound tenderness, whole body fatigue, dizziness, nausea, vomiting, and occasional chest tightness. The cause of the peritonitis was not reported. The same day as diagnosis, the patient was hospitalized for the event. The same day, the patient was treated with intraperitoneal (ip) injection of cefazolin sodium (1 gram, once a day), ip injection of aztreonam (2 gram, once a day), injection piperacillin sodium and injection sulbactam sodium (3.75 gram, once every 8 hours via intravenous drip) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized, treatment was ongoing and the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
Dianeal low calcium lactate- g2.5% was added to the patient's treatment on (B)(6) 2016. Three days after the onset, the patient was hospitalized for peritonitis (previously reported as the same day). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was hospitalized for the peritonitis event on the same day as onset of the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient began antibiotic treatment one day after the event onset ( (previously reported as the same day as onset). Seven days after antibiotic initiation, cefazolin and aztreonam were discontinued. The next day, the patient was treated with intraperitoneal (ip) vancomycin hydrochloride injection (0.5g, once a day) and again treated with ip aztreonam injection (2g, once a day) for peritonitis. Fifteen days after initiation, the piperacillin and sulbactam were discontinued. Seven days later, vancomycin and aztreonam were discontinued. On the same day, the patient was discharged from the hospital and was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.